Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the device disconnects and blood leaked. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "when changing tubes, the device disconnects and blood leaks. There were several reports regarding the issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2c19a1. Medical device expiration date: 2025-03-31. Device manufacture date: 2022-06-24. Medical device lot #: 2a13a1. Medical device expiration date: 2025-01-31. Device manufacture date: 2022-04-20. Medical device lot #: 1h26a1, medical device expiration date: 2024-08-31, device manufacture date: 2022-01-12.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the device disconnects and blood leaked. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "when changing tubes, the device disconnects and blood leaks. There were several reports regarding the issue."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separates during use with the incident lot was not observed. Additionally, 50 retention samples of each of the 3 lots from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to separates during use as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates during use. Bd was not able to identify a root cause for the indicated failure mode. The possible factors of the reported event include connection errors due to molding defects or damage of the tapers of the luer connectors or adapters, or not checking the connection at the time of use. The product concerned is assembled by the automatic assembling machine. Under our manufacturing process, molding parts like luer connectors are inspected per molding lot and only conforming parts are used for the product assembly. Therefore, the possibility of any defective components being used for the production is very low. Furthermore, there are no processes that apply excessive force that could damage the tapers during the luer adapter assembly or the product assembly. In addition, appearance and function are inspected at process inspection and release inspection per product lot. Therefore, the possibility that a product with a defect from the beginning is generated and shipped out is very low. H3 other text : see h.10.